Event description:
It was reported that a pump touchscreen was cracked, rendering the pump's touchscreen unresponsive and inoperative. There was no reported impact on the customer¿s blood glucose level. Customer reverted to using an alternate method of insulin therapy.